Event description:
Customer reported that the cufflator needs calibration. There was no pt incident or injury reported. Eval of the returned product revealed the needle indicator rest below zero.

Manufacturer narrative:
(B)(4). Results - eval of the returned product revealed the needle pointer rest below zero. After cufflator is inflated the needle returned to below zero. After pressing the release button. No reading could be taken because of the product condition. The unit has a foggy film that covers part of the perflex faceplate. The clip is compressed against the casting. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).